Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, which resolved the issue, and was advised to continue using the pump while monitoring for any recurrence of the malfunction.